Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? Please explain the location of the ¿seroma¿? Was medical intervention performed? If yes, please describe. Was surgical intervention performed? If yes, please provide date and describe surgical intervention. What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications which tissue layer was each suture type used on? Can you identify the product code of the vicryl suture? Can you identify the product code of the monocryl suture? Can you identify the product code of the prolene suture? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent reconstructive lower limb procedure on an unknown date and suture was used. The patient presented on (B)(6) 2019 with seroma and wound dehiscence. The patient was treated with bag healing ¿ vac. The current condition of the patient is unknown. Additional information has been requested.